Event description:
It was reported that during pre-surgery testing, it was observed that the battery oscillator device would not hold the saw blade device. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that some of the dowel pins on the oscillating head assembly were loose (sticking out). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to components that were out of specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.